Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed to infuse for 20 hours but finished eight hours earlier. The event happened during delivery at the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, flow accuracy testing was performed and found the results being less than 5% error, over infusion did not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.